Event description:
Reportedly, a volunteer fireman was stuck with a contaminated needle while in an ambulance. The needle protruded 2 inches from the bottom of the container. He received testing for bloodborne diseases and will receive additional follow up. No patient injury occurred.